Event description:
It was reported that in 2005, the patient had an acl procedure. Six months post-operatively, the patient noticed pain in the back of his knee. Seven months later, the patient went to the emergency room, where a 2.5 inch piece of guide wire was removed from the back of his knee. It was reported that this guide wire was used in the acl procedure of 2005. At this time, no further information is available regarding the patient's condition.

Manufacturer narrative:
Investigation findings: the product is not available for evaluation. At this time, conmed linvatec has not been able to obtain the specific catalog number of the guide wire used in this event. A review of product history of guide wires used in this type of surgery noted one other similar reported event. Conmed linvatec will continue to monitor these guide wire products for failures.